Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedances on a competitors right ventricular (rv) lead. All other lead measurements are within normal limits. A review of the stored episodes in the arrhythmia logbook did not have any evidence of noise. No adverse patient effects were reported. Device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.